Manufacturer narrative:
Evaluation results: related to operational context ¿ the leak in the shaft was due to the puncture site on the inner lumen immediately distal to the guidewire entry port which appears to have occurred during the attempted advancement of the guidewire through the inner lumen. (Deformation problem) - stent. Evaluation conclusions: related to operational context ¿ the leak in the shaft was due to the puncture site on the inner lumen immediately distal to the guidewire entry port which appears to have occurred during the attempted advancement of the guidewire through the inner lumen. (B)(4).

Event description:
Evaluation summary: the hypotube is kinked 0.5cm, 4.7cm, 10cm, 26.5cm, 47.5cm and 94cm distal to the strain relief. The 1st distal segment is slightly e xpanded, the 14th and 15th distal segments are deformed. The balloon folds are slightly opened suggesting the balloon was slightly pressurized. The distal tip was slightly flared. The device failed negative prep. A leak was detected at the guidewire entry port. When the mandrel was loaded through the guide wire entry port it was visible immediately distal to the guide wire entry port bond. The device was cut back during analysis to reveal damage to the inner lumen. A puncture site was noticed in the inner lumen immediately distal to the guide wire entry port bond. The section of the puncture site on the inner lumen became lose and the material has jagged edges which are pushed outwards. The guide wire entry port was undamaged.

Event description:
The physician was attempting to implant one resolute integrity drug-eluting stent to a very calcified lesion. The device was inspected and negative prep was performed before use with no issues noted. The lesion was not pre-dilated. It was reported that the resolute integrity balloon was punctured due to contact with calcification and inflation became impossible. The stent became trapped in the calcification with the movement back and forth the stent 'stitches' were reported to have been damaged. Resistance had been encountered advancing the device and excessive force was used. Difficulty removing device/balloon prior to stent deployment/balloon inflation was also reported. The device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
Results: inherent risk of procedure (balloon leak, stent deformation). Patient's condition affected effectiveness of device (very calcified lesion). Failure to follow instruction (force applied during advancement). Device failure related to patient condition (very calcified lesion). Inherent risk of procedure (balloon leak, stent deformation). Failure to follow instructions (force applied during delivery). Conclusion not yet available-evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.